Manufacturer narrative:
(B)(4). Batch #t9237v. Investigation summary: two photos along with the device was returned for evaluation. The first photo shows a tyvek from top view and the expiration date of 2023-12-31 could be observed. The second photo shows a sealed package with a device inside from top view and the blister appears to be damaged in the right corner. The device analysis results found that a harh36 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident.,it was reported that: packaging integrity. A manufacturing record evaluation was performed for the finished device batch/lot t9237v number, and no non-conformances were identified.,

Event description:
It was reported that during surgery, before used on the patient, the package was found damaged. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.